Event description:
It was reported via FDA: "upon attempted removal of a balloon during the performance of a balloon angioplasty, using a 8.00m x 2.00mm cutting balloon, the balloon was found not completely deflated. The sheath was removed and it was noted one of the blades had fallen off the balloon requiring the area to be re-ballooned with a new catheter." Additional info has been requested however none has been provided.

Manufacturer narrative:
The device is being retained by the facility; therefore, no analysis can be completed and no root cause can be determined.